Event description:
Medtronic received information that at an unspecified time, this fusion oxygenator had a slow blood drip from the bottom of the device. The use of the device was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received information that during use of a fusion oxygenator, it was reported that the device had a slow blood drip from the bottom of the device. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the input was not changed as the device was used. The amount of patient blood loss as a result of this leak was 30ml. There was approximately one drop every 5-10 seconds. There was no transfusion required. There was no air in the system/tubing. The disposables were set up after the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.